Event description:
It was reported that the customer's sensor gave readings that did not match blood glucose, and were twice off by more than 100 points. Customer's blood glucose was 150 mg/dl and the sensor read 80 mg/dl, activating threshold suspense of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.